Event description:
It was reported that noise was observed when an asymptomatic patient presented in clinic for a follow-up. The lead was explanted and replaced during a device replacement procedure for due to normal eri.

Event description:
New information received notes that externalized conductors were observed via fluoroscopy. The lead was capped, not explanted as previously reported.